Event description:
It was reported that the user experienced hyperglycemia after a continuous glucose monitor (cgm) sensor expired, no fingerstick was entered into the ilet to utilize bg run mode, and a new sensor was placed after a delay of 1-2 hours. Blood glucose rose to 497 mg/dl before trending down to 398 mg/dl by the end of the call. The user also changed the infusion set and supplies without noting issues. Symptoms included hyperglycemia, nausea, and moderate ketones. Outcomes included no hospitalization and self-management with hydration while glucose declined. Investigation included collection of event details, product-use history, and troubleshooting education related to sensor transition, manual glucose entry, and infusion set change. Investigation of this case revealed that the event was consistent with hyperglycemia associated with interrupted cgm input and delayed sensor replacement, with no confirmed device malfunction or component defect observed. It was concluded, based on similar reports, that the cause was user-related factors during sensor transition leading to inadequate insulin dosing until cgm data were restored or corrective actions taken.